Event description:
It was reported that the user experienced recurrent insulin occlusion alarms on the ilet bionic pancreas several times per day, events began after opening a new box of contact detach infusion sets, and the user subsequently switched to backup therapy while awaiting replacement supplies. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included guided troubleshooting, completion of a full supply change that temporarily resolved the occlusion alarm, review of lot information for the contact detach infusion set, and arrangement of replacement supplies. Investigation of this case revealed device occlusion events associated with the infusion set and related disposable components, with no evidence of site complications or reuse of supplies. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion related to consumable setup or set performance.